Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and two unformed clips were fed. The unformed clips were determined to be caused by an intermittent failure of the anti-backup feature. The intermittent failure of the anti-backup feature is unrelated to the reported issue. The remaining clips were conforming. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. The remaining clips were conforming according to manufacturing specifications. In addition, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl spring was found damaged causing the antibackup failure. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not clip at all. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.